Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. All codes apply to product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient got tangled up and when she tried to sit down she was in a lot of pain. The patient ended up having to take off her clothes where she realized the wires were tangled so she untangled them and the pain was resolved. The patient mentioned that her device said "cannot provide desired settings, call your clinician". It was also noted that one of the patient's leads were dislodged. It was stated that the patient felt shocking sensations on her back throughout the evaluation and was not sure if she should wait to see the health care professional (hcp) tomorrow about the issue. It was noted that the patient's daughter was worried the patient would be shocked. The patient was advised to go to the hcp. There were no further symptoms or complications reported or anticipated.